Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of one-link non-dehp standard bore catheter extension sets were difficult to connect and as a result caused leaks at the catheter hubs. This was identified while attempting to connect to peripheral catheters. There was no report of patient injury or medical intervention associated with this event. No additional information is available.